Event description:
It was reported that during a ptca/stent procedure of a restenosed proximal "lcx". After pre-dilatation with the gemini balloon catheter inflated to 12 atmospheres, a dissection occurred at the lesion. A stent was deployed to treat the dissection. The pt is reported to be doing well.